Event description:
Adverse event(s): "unexpected postoperative refraction" (postoperative refraction, unexpected). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A surgeon reported a pt with an unexpected postoperative refraction following bilateral intraocular lens (iol) implant surgery. Medical records were received and indicated the pt had macular degeneration and severe torticollis (pre-existing). The surgeon was unwilling to complete the questionnaire. There are thirty nine medical device reports associated with these events. This report is six of thirty nine. This is a bilateral event and this report is for the right eye.

Event description:
It was reported that the atrial lead exhibited an impedance of less than 200 ohms, causing a lead polarity switch to unipolar. In clinic, all test results were normal. On (B) (6) 2010, the atrial and ventricular leads were replaced due to noise reversions and polarity switches. Noise reversions and polarity problems persisted, even with the new leads placed. It was determined that there must be a problem with the pulse generator.

Manufacturer narrative:
(B) (4) (B) (4)

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found a hardware/firmware anomaly that resulted in a diagnostics anomaly.

Event description:
New information notes the device was explanted.